Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report being shocked and hearing a sound from the device. The patient was admitted to the emergency room (ER) with inappropriate shocks from the right ventricular (rv) lead. The lead had dislodged and had oversensing of noise with a lead integrity alert (lia). The lead had sensing integrity counter (sic) episodes. The lead had high thresholds. The patient is a very large patient and it was believed that the lead was too short for the patient¿s anatomy. The lead was removed and a new longer lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.